Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported damage to pump housing/usb and charging cable were damaged, customer was able to remove part of the charging cable, but small pieces still remain inside the port. There was no adverse impact to customer's blood glucose level. Reportedly,the customer reverted to an alternate method of insulin therapy.